Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin alert for atrial noise reversion was observed and it was indeed noise on the lead. Programming changes were recommended. The lead remains implanted.

Event description:
New information notes patient presented to the clinic today (B)(6) 2019 and there was still noise on the lead but not as many stored episodes. Programming changes were made. The patient condition is stable. The lead will remain implanted.

Event description:
New information notes that when reviewing the ams episodes it was noticed that it was actually noise on the atrial lead caused likely by an insulation breach. Impedance is lower than usual. Signal is too larger to cover up with sensitivity adjustments. Lead will continue to be monitored.